Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) and lead incision site with symptoms of redness. Patient was placed on oral antibiotics. Additional information stated that the patient was doing well. The infection has resolved.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last week of january prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7108896. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) and lead incision site with symptoms of redness. Patient was placed on oral antibiotics.